Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. During preparation the 3.00x24mm promus element stent delivery system was unpacked and it was noted that the stent was not on the delivery system. The stent had dislodged from the delivery system and was found on the operating table. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).